Event description:
ECMO specialist noted bubbles in the oxygenator and at the top of the bubble trap and blood leaked from lab line pigtail-monitor line. Attempt to remove air was unsuccessful. ECMO specialist noted blood leak from the lab line pigtail.